Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous left anterior descending (lad) artery. There were two layers of stents in the proximal lad. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, upon removal of the delivery system, the stent could no longer be visualized. At this point in time, it is believed that the stent came off of the delivery system and was lost in the patient. The patient was then sent for a computed tomography (CT) scan, and upon inspection of the patient arteries, no stent was found. In an attempt to locate the stent, the guide catheter and hemostasis valve were opened but the stent could not be found. The lesion did not get revascularized. There was no harm to the patient.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 20mm stent delivery system was returned for analysis without the stent. An examination of the balloon confirmed that the crimped stent was detached from the balloon and was not returned for analysis. A review of the manufacturing stent profile data was performed and the maximum stent outer diameter was within the max crimped stent profile measurement. The balloon was reviewed, and traces of solidified contrast media was present inside the balloon, at the distal end of the balloon. This would suggest that the balloon was subjected to positive pressure. If positive pressure had been applied to the balloon, then the crimped stent securement would have been compromised. A clear impression from the initial stent crimp was evident along the balloon. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a break in the hypotube. The break was located at the distal end of the hub, inside the strain relief. The distal section of the hypotube break exhibited multiple kinks. The damage to the hypotube is consistent with excessive force having been applied to the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous left anterior descending (lad) artery. There were two layers of stents in the proximal lad. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, upon removal of the delivery system, the stent could no longer be visualized. At this point in time, it is believed that the stent came off of the delivery system and was lost in the patient. The patient was then sent for a computed tomography (CT) scan, and upon inspection of the patient arteries, no stent was found. In an attempt to locate the stent, the guide catheter and hemostasis valve were opened but the stent could not be found. The lesion did not get revascularized. There was no harm to the patient.